Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited variation in r-wave sensing and also exhibited noise over-sensing which resulted in high ventricular rate episodes. Programming changes were made. The patient was in stable condition.